Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing, high impedance and a fracture. The physician attempted to implant a new rv lead; however, the patient's vessel was occluded. The device was downgraded from dual chamber to single chamber and the rv lead was reprogrammed to unipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.